Event description:
Patient was revised to address poly wear and dislocation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address poly wear and dislocation. Doi (B)(6) 2000 - dor (B)(6) 2012 (right hip). **update** 1/14/2013 - medical records and x-rays were received. No new information was received that would change the existing MDR decision on this complaint; however, a new complaint was initiated to report a previous revision. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. Medical records and x-rays were obtained. Per a review of the provided medical records the material wear over time may have contributed to instability / dislocation. The patient is noted to be obese. Poly material wear after this length of time implanted would not be unreasonable to expect. It cannot be determined with the information provided, that the complaint is product related. Based on the investigation the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.